Event description:
It was reported that the surgeon was having problems with the shooter messing up the haptics of a cq2015a lens. Further information was requested but not yet forthcoming. If any additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4): evaluation conclusion (other): a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4)